Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device plunger keyseat was broken and the angle bracket mount was broken off of the foot pedal. Therefore, the reported condition was confirmed. It was further noted that the broken plunger and foot pedal were consistent with the device being dropped or mishandled. The assignable root cause was determined to be due to user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgery, it was observed that the switch on the bottom of the foot pedal broke off. There was no delay to the surgical procedure as a spare device was available for use. It was reported that the surgery was completed successfully . There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.